Event description:
Acct. Reports "when injecting multiple medications into the interlink injection port on top of the buretrol with bd cannula #303345, noticed injection site was missing/pushed into opening on buretrol. No pt injury reported, no further info available.